Manufacturer narrative:
The wash probe assembly was returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Visual inspection of the returned part revealed a rust on the lower shaft indicating internal seal failure. The part failed and was discarded.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported problem and was able to reproduce the reported event by running quality control (qc). The fse noticed that the wash probe #1 internal tubing was damaged where the tip attaches to so the fse replaced it and ran controls and it was still out high. The fse then replaced the three-way solenoid valve for the substrate but controls were still out high. The fse took the site's detector and inspected the lens and observed that it was dirty from the dust that was created by the cutting of the counter top right next to the instrument. The fse cleaned the lens off and had the customer run calibrators and controls for the next day since it was late and the lab was closing. The fse followed up with the customer in the morning for the next few days and controls were still looking good and not drifting high. The instrument was validated by having the customer run their controls. The qc passed and within range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date of (B)(6) 2021. There were no similar complaints identified during the searched period. Name and intended use: st aia-pack fsh is designed for in vitro diagnostic use only for the quantitative measurement of follicle-stimulating hormone (fsh) in human serum or heparinized plasma on specific tosoh aia system analyzers. Summary and explanation of test: follicle-stimulating hormone (fsh) is a glycoprotein which, like lh, hcg and tsh consists of alpha and beta chains. The alpha chain is virtually identical in all four hormones, whereas the beta chains are different and determine both the specific biological activity and immunological characteristics of each hormone. 1,2 the fsh molecule contains approximately 16% carbohydrate and has a molecular weight of approximately 28,000 to 30,000 daltons. Three (3) fsh stimulates ovarian follicle growth and estrogen production in women, and testicular spermatogenesis in men. 4-7 hypothalamic control of both fsh and lh secretion by the anterior pituitary appears to be by a common releasing hormone, gonadotropin-releasing hormone (gnrh) with negative feed back at the hypothalamic level by estrogen in the female and testosterone in the male. Determination of fsh concentrations is essential in assessment and monitoring of patients with suspected infertility. Other physiological disorders associated with abnormal fsh secretion have been reported. 3,8-11 principle of the assay. The st aia-pack fsh is a two-site immunoenzymometric assay which is performed entirely in the aia-pack. Fsh present in the test sample is bound with monoclonal antibody immobilized on a magnetic solid phase and enzyme-labeled monoclonal antibody in the aia-pack. The magnetic beads are washed to remove unbound enzyme-labeled monoclonal antibody and are then incubated with a fluorogenic substrate 4-methylumbelliferyl phosphate (4mup). The amount of enzyme-labeled monoclonal antibody that binds to the beads is directly proportional to the fsh concentration in the test sample. A standard curve is constructed and unknown sample concentrations are calculated using this curve. The most probable cause of the reported event was due to detector lens required cleaning. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported that the follicle stimulating hormone (fsh) controls are running high. Customer indicated that they recalibrated after the controls were running at the low end of the range. Customer states the calibration brought the controls back in range but they are now high. Customer sent the two calibrations and both have different rates. The technical support specialist (tss) asked the customer to recalibrate. The tss sent the calibrator for overnight. Customer called back after receiving the calibrators and customer stated that they were still seeing the controls go out after a few days and have to recalibrate. The tss asked the customer to perform a decontamination and recalibrate fsh. A few days later, customer emailed tss to inform them that they decontaminated and recalibrated. The controls were in range for four days and that they are now out high again. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting follicle stimulating hormone (fsh) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.